Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that patient faced infusion set cannula crimped event on 07-dec-2024. The insertion site was buttocks. The infusion set was in use for less than 24 hours. The blood glucose level was high (specific value unknown) and the patient was treated with correction via subcutaneous insulin injection. No further information available